Event description:
The customer returned an additional sample of a interlink vented nitroglycerin set for evaluation along with the sample for master (B)(4). An underwater leak test was performed and a leak at the drip chamber outlet port and tubing junction was identified on the additional sample. There was no patient involvement as the condition was discovered during evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Two used samples of product code (B)(4) were received for evaluation. Both (B)(4) samples arrived attached to the (B)(4) buretrol samples and fully primed. The samples were numbered 1 and 2 for evaluation purposes. Each sample was attached to an in-house 1000ml solution bag containing reverse osmosis water. Both samples were then re-primed and checked for flow. Both samples primed and flowed normally with no obvious leaks found. Both samples were then underwater leak tested. This identified a leak at the drip chamber outlet port and tubing junction. The reported condition was confirmed. The root cause of the issue was determined to be related to the drip chamber being out of specification. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation and the initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). After further investigation, the dimensions of the drip chamber were found to be within the limits based on testing performed per the part specification. The root cause of the reported condition was not determined.